Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "they were removed because they are the models that they announced that they were going to take off the market", "did not have major symptoms, only a little pain and no longer wanted to have them¿, "microcalcifications", "chronic inflammation" and rupture. The device has been explanted.